Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer to evaluate the device in question. The (rse) confirmed with the customer a red desaturation alarm (77%) rang at 10:01.05, the alarm was silenced at the monitoring central station. The alarm was repeated at 10:05 and silenced on the monitor. A yellow desaturation alarm (19%) rang at 10:05.47, this alarm ended at 10:06. A yellow desaturation alarm (84%) rang at 10:08.32. A red desaturation alarm (83%) rang at 10:08.36. The nurses were aware of the alarms as they were silenced. No malfunction - user error

Event description:
The customer reported a spo2 alarm failure yellow and not red alarm appeared from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).